Event description:
It was reported that a vns patient experienced left side vocal cord paresis. The event was reported to be intermittent, moderate in severity, and not a serious adverse event. It ws also reported that the vocal cord paresis was due to vns implant surgery. Further actions taken by the physician were to do an endoscopic visualization.